Event description:
It was reported that during an unknown procedure, while surgeon was using the device when the tip broke. No reported patient consequence.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The tip of the device was not broken, the device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion and moisture ingress were found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.